Event description:
It was reported that patient underwent right total hip arthroplasty. Subsequently the patient was revised due to unknown reasons. During the surgery, all components were removed and replaced.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: cer bioloxd option hd 36mm catalog #: 650-1057 lot #: 282670, medical product: g7 pps ltd acet shell 58g catalog #: 010000666 lot #: 3509228, medical product: tprlc 133 mp type1 pps ho 14.0 catalog #: 51-107140 lot #: 3652997, medical product: g7 neutral e1 liner 36mm g catalog #: 010000859 lot #: 3776796. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00805. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total hip arthroplasty. Subsequently the patient was revised due to unknown reasons. During the surgery, all components were removed and replaced.